Manufacturer narrative:
(B)(4). UDI: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the left shoulder rotator cuff repair, the threads on the anchor were fractured. A delay of twenty minutes was noted. No additional information is available from the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI #: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of fracture. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.